Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the suction channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the eog valve broken, the air/water channel clogged, the lg supply tube clogged, the lg cable connector corroded, the suction valve chipped, the insertion flexible tube (ift) spiral closer condition, the r/l knob peeled off, the r/l lock knob peeled off, the lcb distal cover glass attached impurities, and the objective cover lens attached impurities; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.